Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears clinical and/or procedural factors may have impacted on the reported event. If there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
They were trying to get the wire out of the plastic coil and the end of wire broke off . The device never entered the patient, this was during preparation. The rep mentioned that the account did not activate the hydrophilic coating on the wire so it made it hard to pull out of the coil and that is potentially why it broke off at the end. They used a sensor wire to complete the case with no patient complications.